Event description:
When the package was opened on the back table, the device was noted to have a broken shaft at the wire insertion site. There was no apparent damage to the outside of the package. The device was not used in the pt. As such, there was no pt injury.